Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of voltage cal error was confirmed. Product failed functional testing with voltage cal error. The complaint investigation has concluded that the cause of errors is a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a wrist arthroscopy using a "vulcan generator"; the user said that they were getting the voltage calibration fail alarm. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.